Event description:
Concerns that the outer package of the integra® omnigraft¿ dermal regeneration matrix has different lot number and expiration date than the inner package. Potential for miss of expired inner product by staff unfamiliar with product and reviewing the outer package only. Outer expiration: 2022-01-05. Inner expiration: 2023-06-30.